Event description:
It was reported that the external pulse generator's (epg) bracket on the back was cracked. It was noted that the housing was deformed and the rubber seal came out from the bottom edge. The epg was returned for evaluation and subsequently tested out of specification during the manufacturer's analysis.. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator's (epg) bracket on the back was cracked. It was noted that the housing was deformed and the rubber seal came out from the bottom edge. It was noted that the lower case was cracked. It was determined at analysis that the epg failed the backlight on-off difference test on the test system. The main printed circuit board (pcb), lcd, and hanger were replaced. The epg then passed the final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
It was also noted that the epg failed the backlight on-off difference due to connector problem on the main board and lcd. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.